Manufacturer narrative:
A device history record review for the reported lot indicates that the order was built to specification. The returned sample was visually inspected and it was noted that the drain bag was detached from the cassette cover due to saturation. The drain bag tape was properly aligned on the cassette cover. Both irrigation and aspiration luers were intact. The sample could be recognized and the service data could be retrieved from the console. The sample primed and tuned successfully. Maximum vacuum within specification was reached. No leakage was observed during testing. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette stopped working during an eye surgery after the vacuum was switched on. The product was replaced and the procedure was completed. There was no harm to the patient. A product sample has been requested for evaluation.